Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode, pump return, and time frame to avoid being billed, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.